Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose level was 580 mg/dl. The customer¿s other blood glucose was 400 mg/dl. The customer was treated with intravenous drip. The troubleshoot for high blood glucose was performed. The customer also stated that the infusion set cannula was bent. The customer¿s mother declined troubleshooting for bent cannula. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. The test guardian link with the glucose sensor simulator communicates properly to the insulin pump noted. No unexpected calibrate alert noted. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.